Event description:
It was reported that, during a shoulder procedure when the sales rep opened the ar-3670, fibertak biceps implant set the drill was bent. The case was completed by opening a new ar-3670 kit.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause for the reported failure can be attributed to misuse due to mishandling as no other components within the implant set were reported to be damaged.